Event description:
It was reported that the device had display - dead pixel. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of disp - display issue - display - dead pixel: on 23-oct-25 unboxed and paperwork was received. Report dead pixel was confirmed, workmanship at bd manufacturing. Route the device to san diego repair center for normal processing. For customer satisfaction and quality assurance, bd san diego repair center should replace the lcd assembly (part number h0000079). Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.